Manufacturer narrative:
(B)(4). Additional information: evaluation summary: the reported condition of a colleague infusion pump with a damaged battery was confirmed and reproduced during product evaluation by baxter service personnel. This condition was attributed to depleted main batteries. The main batteries and battery harness were replaced to correct this condition. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Additional information: it was determined by quality engineering that the reported problem was attributed to depleted main batteries as a result of user error.

Event description:
The facility reported a colleague infusion pump malfunction of a damaged battery. There was no report of when, or in which care area this condition occurred. This condition had the potential to interrupt delivery. There was also no report of patient involvement, injury, medical intervention necessary or adverse reaction in association with this event. The user interface module master software version for this device is 5.09.90. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. The reported condition was confirmed in the event history log review. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.